Event description:
It was reported by the caller that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to call back if the malfunction code reappears and acknowledged the instructions given.